Event description:
It was reported that the patient underwent a magnetic resonance imaging (MRI) scan related to the patient¿s pump therapy. It was thought that ¿it¿s blocked.¿ the day prior to this report they had ¿tried to inject to see if it was open¿ and then the patient was sent for an MRI. It was unknown what medication this device system delivered at the time of the event. No patient symptoms were reported. Additional information was requested to clarify event details, patient¿s symptoms, medications, resolution and the patient¿s current status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient reported inadequate pain control from baseline. The patient reported new thoracic back pain and sob. The patient reported that "outside physicians told him that the pump catheter is poking at his lungs causing his sob." On (B)(6) 2014 a catheter access port (cap) contrast study was done and the results were cds was normal revealing patent catheter. On (B)(6) 2014 a MRI without contrast was done and the results revealed thoracic MRI showed very minimal bulbous appearance to the catheter tip without convincing granuloma. Unlikely related to the device or therapy, not related to the implant procedure; other etiology, unknown. The patient was adamant that the pump be removed. On (B)(6) 2015 the entire system was explanted and not replaced. The outcome was resolved with sequelae (B)(6) 2015 sequelae the patient required epidural blood patch. The pump was used to deliver fentanyl 1,484.0 mcg/ml at 655.9 mcg/day, bupivacaine 16.0 at 7.072 mg/day and morphine 4.3 mg/ml at 1.9007 mg/day.

Event description:
Additional information was received that the clinical diagnosis was cerebrospinal fluid (csf) leak. The patient reported experiencing a bilateral spinal headache. The patient was given an epidural blood patch on (B)(6) 2015. The event resulted in an unscheduled clinic or office visit. The patient resolved without sequelae on (B)(6) 2015. The event was not related to the device or therapy, but was related to the implant procedure. As of (B)(6) 2015, the pump was delivering fentanyl 1,484 mcg/ml at 204.7 mcg/day, bupivacaine 16.0 mg/ml at 2.207 mg/day and morphine 4.3 mg/ml at 0.5932 mg/day. Then on (B)(6) 2015, the daily dose was decreased by 65 percent. Following the decrease, the pump was delivering fentanyl 1,484 mcg/ml at 71.7 mcg/day, bupivacaine 16 mg/ml at 0.773 mg/day and morphine 4.3 mg/ml at 0.2077 mg/day.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter, model# 8709sc, sn (B)(4) found no significant anomaly. Upon device interrogation, the print report noted the delivered medications as fentanyl, bupivacaine, and morphine. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Additional information received reported that approximately 2 weeks after implant, the patient had 3 episodes of severe chest tightness and shortness of breath that required visiting the emergency room (ER). The patient reported that they "jumped out of his rv" and the chest tightness moved lower on their back. Upon return to the clinic it was noted that the catheter had migrated down from its original c7 position. Each time the patient was seen in the ER they were told that the catheter must be " poking on his nerves". After the patient's dye study at the clinic, the patient had a "reaction to the dye" and ended up in the ER again". The "reaction" from the patient as several weeks before the explant surgery and the patient recovered fine. The last episode of chest tightness was somewhere between oct and dec. Patient wanted the system out because of all these "problems". The patient had an MRI which ruled out a possible granuloma. The patient had the device system removed on (B)(6) 2015. The catheter was removed intact and completely. It was reported that the patient was doing fine immediately post operatively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the patient's weight was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the etiology of the event indicated the relationship of the event to the device or therapy was unlikely related and indicated the relationship of the event to the implant procedure was related not related and device was the pump. No further complications were reported/anticipated.